Manufacturer narrative:
Per the instructions for use (IFU), arrhythmias are known potential adverse events associated with balloon valvuloplasty, the use of local and/or general anesthesia, aortic valve replacement and the overall tavr procedure. Pulseless electrical activity (pea) occurs when a major cardiovascular, respiratory, or metabolic event results in the inability of cardiac muscle to generate sufficient force in response to electrical depolarization. Pea is always caused by a profound cardiovascular insult. Examples include severe prolonged hypoxia or acidosis, extreme hypovolemia, flow-restricting pulmonary embolus, cardiac tamponade, thrombosis (coronary or pulmonary). Pea events may be related to the edwards device if it is associated to cardiac tamponade, annular rupture, or other edwards device related bleed. In this case, the cause of the pea is unknown. However, may be related to the patient¿s comorbidities (mod mr, pulmonary htn, chf) and/or the mechanisms described above. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported through (B)(6), the patient developed pulseless electrical activity (pea) and passed away post transfemoral tavr procedure. A 26mm sapien 3 valve was implanted without the issue. The patient was ¿weak¿ before the procedure and although the patient seemed to be ¿weaker¿ after the procedure, general condition was stable. On postoperative day (pod) 6, the patient suddenly started open-mouth breathing and developed pea. Advanced cardiac life support (acls) temporarily brought back spontaneous circulation. However, spontaneous circulation could not be maintained even by high dose catecholamine support and the patient passed away.